Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2024 wherein the leads were explanted and replaced to address the issue of impedances that lead to ineffective therapy and inability to enter MRI mode. Therapy was restored.

Event description:
It was reported patient lost effective therapy due to high impedances on both leads, preventing patient from getting an MRI. Next course of action is underdetermined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.